Manufacturer narrative:
Additional information was received that the event was due to the procedure. The device model, serial number and associated information will be unable to be obtained due to study protocol.

Event description:
A report was received that during an implant procedure, the patient developed a hematoma under the midline incision which was moderate in severity. The suture was removed to release the hematoma and then re-sutured. The event resolved the same day.

Event description:
A report was received that during an implant procedure, the patient developed a hematoma under the midline incision which was moderate in severity. The suture was removed to release the hematoma and then re-sutured. The event resolved the same day.